Event description:
This is report 1 of 2 for (B)(4). It was reported through in-house clinical research that during biceps tenodesis procedure of the right shoulder, a vapr tripolar90 suction electrode device and a vapr vue generator device were used together. According to the report, the patient had joint stiffness (reduced range of motion) postoperatively which resulted in a re-operation/revision procedure. The status of the patient was unknown. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: a1: patient identifier: (B)(6). The serial number was unknown; therefore, the device manufacturing date was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be submitted accordingly.

Event description:
This is report 1 of 2 for (B)(4). It was reported through in-house clinical research that during biceps tenodesis procedure of the right shoulder, a vapr tripolar90 suction electrode device and a vapr vue generator device were used together. According to the report, the patient had an arthrofibrosis joint stiffness (reduced range of motion) postoperatively which resulted in a re-operation/revision procedure that included capsulotomy with extensive debridement. The status of the patient was unknown. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: b5: the event description has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary: the complaint device was not returned, therefore unavailable for a physical evaluation. This complaint file was opened to document complaints derived through clinical research data. The clinical research data indicated depuy mitek product failure(s). Since there was no contact information, no follow-up attempts could be performed. It is unknown if complaints derived from this clinical research data were previously reported and documented in the depuy mitek complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. Since no lot number was provided, a manufacturing record evaluation or sterile load review could not be conducted. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported problem. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.